Manufacturer narrative:
The subject device was returned to olympus for eval. The eval confirmed that the tip of the ptfe pad was charred and severely worn and the metal part of the jaw was exposed. The ptfe pad was partially separated. The mfg history was reviewed, with no irregularities noted. Based on the eval and the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears and the distal end of the pad separates from the grasping section. The instruction manual of sonosurg scissors prohibits the usage as mentioned in the above, and describes how to deal with when an irregularity is found.

Event description:
The facility found that the middle of the ptfe pad was severely worn after first use. There was no pt harm reported.